Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('received in formalin are 2 undesignated segments of tan-pink tubal tissue with embedded essure devices'), uterine perforation ('upon cervical dilation. It was noted that the patient had a sterotic cervix due to cervical perforation') and colitis ulcerative ('ulcerative colitis') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, fatigue, weight gain, neck pain, shoulder pain, knee pain, obesity, migraine, nephrolithiasis and uterine cervix stenosis. Concomitant products included cefixime (flexeril) and celecoxib (celebrex). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), colitis ulcerative (seriousness criterion medically significant), pelvic pain ("pain"), fibromyalgia ("autoimmune-like symptoms other (list): fibromyalgia") and tooth disorder ("dental issues"). The patient was treated with surgery (bilateral salpingectomy with corneal wedge resection removal of essure coils adhesiolysis). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine perforation, colitis ulcerative, pelvic pain, fibromyalgia and tooth disorder outcome was unknown. The reporter considered colitis ulcerative, embedded device, fibromyalgia, pelvic pain, tooth disorder and uterine perforation to be related to essure (ess205). The reporter commented: both side- 2 trailing coils concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: colitis ulcerative, fibromyalgia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported from patient¿s medical records : embedded device, uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.